Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous de novo right renal artery that is 70% stenosed. The 4.0x12mm herculink elite balloon-expandable stent system (bess) failed to cross the lesion due to anatomy. The bess was deployed in the anatomy at an unintended site due to flared stent struts as the physician thought the stent might dislodge if the device kept attempting to be advanced. Another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported failure to advance, stent damage and malposition of device was not tested as it was based on procedural circumstances and the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported difficulties were due to case circumstances. It is likely that anatomical conditions contributed to the reported failure to cross and stent damage. It is likely that the stent became compromised on the balloon (flared struts) during the failed attempt to advance resulting in the decision of the physician to deploy the stent in an unintended location to prevent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.